Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was 187 mg/dl at the time of incident. Troubleshooting found that the customer tried to run a manual prime and indicated that they would finish the set change and call back to report 4 other reservoirs that have air bubbles.